Manufacturer narrative:
Image review: three media files were provided for review. The patient¿s executive summary was not provided for anatomical review. An angiogram performed after valve deployment shows a significantly deep valve and significant aortic regurgitation/paravalvular leak. The dislodgement event was not captured therefore it is not possible to validate the cause of the dislodgement. Evidence shows that one snare was used to reposition the valve with the intent of deploying a second valve; however, the valve was snared to an adequate position and with no residual aortic regurgitation/paravalvular leak therefore a second valve was not needed. As stated in the instructions for use (IFU): physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon dilatation was not performed.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during transcatheter heart valve procedure involving an evolutpro+ 34mm valve in a patient with a large annulus, after the valve deployment, the valve dislodged down, reaching a depth of approximately 15 millimeters. This resulted in a large amount of paravalvular leak (pvl). Subsequently, a snare was used to reposition the dislodged valve and deploy a second valve. However, the first valve was pulled to the appropriate depth and anchored successfully, eliminating the pvl and achieving good diastolic pressure. Consequently, the second valve deployment was not performed.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34us (lot: 0012266581); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.